Event description:
An article titled "generator replacement with cardiac-based vns device in children with drug-resistant epilepsy: an observational study" was received and indicated that 4 patients seizure control deteriorated after being implanted with a vns device that uses autostimulation. The healthcare professional would not provide patient information but indicated that none of the patients were explanted in regard to the adverse events. No other relevant information has been received to date.